Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix and setscrew markings on the terminal pin. The tip and the terminal pin appeared intact and undamaged. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations and x-ray imaging confirmed there were no manufacturing anomalies or subsequent induced damages. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems during the attempted repositioning post product dislodgement.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this right atrial lead returned for a revision due to product dislodgement. During the revision procedure, the helix failed to function as intended and the lead was ultimately removed and replaced with a passive fixation lead. The explanted lead is intended to be returned; no resulting adverse patient effects were reported.